Manufacturer narrative:
Service was dispatched to replace the cpu assembly. A report on field service activity (sar), and a device checkout record (fcr) will be forwarded to the complaint handling unit (ceu) per standard operating procedure. Subsequent review and analysis has determined that a known product issue contributed to the device malfunction, and consequently to the reported event. The cpu was further subjected to emc testing to determine if the event was related to an emi occurrence, as theorized by the user. Preliminary results of this testing indicate the cpu passes established requirements for immunity in accordance with product specs. Once a final report is available, the results and/or conclusions of this review will be forwarded to the chu for inclusion in complaint records.

Event description:
User reported that she was thrown from her chair. User stated that the chair shuddered and lost power. After losing power, user reported the chair sped up, and caught an uneven edge on the sidewalk, which resulted in her being thrown from the chair. The user sustained a scraped knee, which was self treated. No further medical treatment was sought/ required. User reported this is the second time her device has lost power in the same location. User further states, there is construction in the area, and from reviewing the users manual, theorizes there may be possible emi interference. While this event did not result in a serious injury, if the event were to recur, there is a potential to cause serious injury to the user.